Manufacturer narrative:
(B)(4)

Event description:
It was reported that during a follow up, the pulse generator exhibited backup vvi operation. After device software download, normal function resumed. The patient was in stable condition.